Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient's representative reported left side pain, hardening and capsular contracture, baker grade unknown. Patient has been extremely distressed lately, cannot sleep well, this situation has clearly changed patient¿s routine, as patient is very concerned, patient is afraid of contracting the disease. The device remains implanted.